Event description:
A charge nurse reported the cut rate dropped from 5000 cuts per minute to 2500 cuts per minute. This event occurred after the rfid was noted to have gone from green to blue in color. The surgeon was not cutting at the time, but was preparing to start. The rfid connector was removed and reattached when the rfid ring went back to green and all normal settings reappeared. The surgery continued and was completed with no further incidents. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).